Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that on (B)(6), 2011 the test did not start on his freestyle lite blood glucose meter after a sample was applied to a test strip inserted into it. He further reported that because of this he did not know how much insulin to take, so he guessed and subsequently experienced vertigo and a loss of consciousness. Customer spontaneously regained consciousness, noting he "was out for almost an hour". When he awoke customer self-treated by eating sweet crackers, cookies and other food. There was no report of death or permanent injury associated with this event.